Event description:
Event description cpi received information that this chronic transvenous defibrillation lead exhibited oversensing (reproduced by manipulation of the is-1) at a replacement procedure. The lead was capped and a new transvenous defibrillation lead (15/310033) was implanted. When trying to connect this lead to the new implantable cardioverter defibrillator (1793/302576) it was not possible to open the set screw. This ICD was removed and a new ICD (1793/302577) was implanted. After connecting the new ICD to the new lead, oversensing was observed by lead manipulation. This lead (15/310033) was then removed and a new lead (95/200367) was implanted with no issue.